Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the pacing lead was attempted to be placed and the "interval was difficult to reach and the injury current was not good". After multiple attempts, the helix was not opened smoothly under the imaging observation and a new lead was attempted. After screwing in, the threshold was observed to be high. After changing the position, the threshold dropped, but the pacing image was not good. The lead was removed and it was noted that fiber tissue was found at the helix tip end and the helix was deformed during the fiber removal process. The leads were attempted, not used and was replaced. No patient complications have been reported as a result of this event.